Manufacturer narrative:
Findings: pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. Unit had broken battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated she was in a hot place that caused the alarm. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.